Manufacturer narrative:
The pump was received with missing segments and partial display due to cracked and bleeding lcd glass. The pump was received with minor scratched display window, cracked case at the display window corners, broken reservoir tube lip, missing black o-ring seal from inside the reservoir tube window. The device had cracked reservoir tube window through reservoir tube, and cracked battery tube threads.

Event description:
The customer's wife reported via phone call of issues with the customer's screen being cracked and the reservoir compartment appearing brittle and ready to break. The wife states the majority of the screen stopped working and is greyed out, and cannot be read. The customer's blood glucose level at the time of incident was unknown. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.